Manufacturer narrative:
Correction e1: add 'e1' entry. Additional information: h4, h6, h11 h4: the lot was manufactured between october 27, 2023 and october 30, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (replace b17 with b01, c20 with c13), h11. H11:the actual device was provided for evaluation. Visual inspection was performed on the actual sample and the reported leakage was not easily identified during initial inspection. Functional leak testing of the actual sample was performed and a pinhole leak was identified from the top left corner. The reported condition was verified. The cause of the condition could not be determined; however, likely due to variations in the manufacturing equipment weld process causing top of bag weld defect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from a pin hole in the top left upper seam. This occurred after compounding prior to patient use. There was no patient involvement. No additional information is available.